Manufacturer narrative:
The investigation of stroke/cva and positioning issues has been completed. The impella device was not returned for evaluation. Stroke/ cva: as this clinical information was not provided, the true root cause of the stroke/cva could not be determined. Positioning issue: clinical states that there were suction alarms and "impella position unknown" alarms while moving the patient. The pump was found to be angled towards mitral valve at 4.5cm which is not the initial position. Pump was not returned for investigation. As per the clinical information provided, the root cause of the positioning issues was most likely patient movement since the pump was found to be out of initial place and facing mitral valve after moving the patient. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28759. H6 medical device problem code 3009 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28759.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was reported that an impella 5.5 pump was implanted in a patient admitted in with cardiogenic shock and cardiomyopathy. A CT scan of the head showed a new infarct although the patient showed no neurological defects. The patient survived.